Event description:
It was reported that 8 bd phaseal¿ protectors p53j had discoloration on the top web of their packaging. The following information was provided by the initial reporter, translated from japanese: "liquid spill-like stains on several packages were found before use."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The samples along with multiple photos were provided to our quality team for investigation. Through visual inspection, both the cases and the IFU included within the case appears wet. A device history record review did not reveal any documented quality issues during the production of lot number 2105127 that could have contributed to this incident. Sterilization records were reviewed and confirmed the product was received for sterilizing without any damage or defects. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including verification the packaging is not damaged, no issues were found within the device records. Based on our quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that 8 bd phaseal¿ protectors p53j had discoloration on the top web of their packaging. The following information was provided by the initial reporter, translated from japanese: "liquid spill-like stains on several packages were found before use."